Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented with difficulty capturing on their right ventricular (rv) lead. It was noted that the physician had difficulty placing the rv lead during implant. Therefore, they elected to explant and replace the lead with an epicardial lead. The patient condition after the procedure was unknown.